Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 3.8 single-use bronchoscope, the image lagged and then froze while in use. The bronchoscope was replaced, and the procedure was continued. No harm to the patient was reported.